Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-jun-2017, UDI#: (B)(4), implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 300 mcg/ml of compounded baclofen at 549 mcg/day via an implantable pump. On (B)(6) 2022, it was reported that the patient experienced a loss of therapeutic efficacy over the past year and had experienced withdrawal symptoms. Additionally, during a routine pump replacement due to an elective replacement indicator (eri) alarm on (B)(6) 2022, the patient's catheter was found to be bright yellow and there was collection of fluid around the pump. No environmental/external/patient factors that might have led or contributed to the issue were known. A sample was taken of the fluid and the patient's wound was swabbed. It was noted that nothing was found to be growing from the samples upon initial examination but the microbiology results were still pending. The catheter was aspirated and found to be patent. The pump and catheter were both explanted and replaced on (B)(6) 2022.the issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0209928117 implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-oct-03. It was reported that the patient's newly implanted pump was replaced within 24 hours as the patient was showing signs of withdrawal and the hcp felt that it was best to remove everything. The hcp confirmed that the pump reservoir port could be successfully withdrawn. No leakage was observed at any point along the catheter connections. Fluid flowed through the catheter without any issue. Additional information was received from the foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-oct-19. The timeline of events was clarified. It was reported that the patient underwent a routine pump replacement on (B)(6) 2022. During the procedure, the catheter discoloration and fluid collection in the pump pocket were noted but the catheter was tested and found to be patent so the catheter was not removed. 4 to 5 hours after the replacement surgery, the patient began experiencing withdrawal symptoms and the newly implanted pump along with the discolored catheter were explanted. No previous instances of withdrawal symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath, serial# unknown, product type catheter. Product ID 8637-20, serial# (B)(6), product type pump. Product ID 8780, lot# 0209928117, implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type catheter. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 correction: the following was previously reported in error regarding follow-up # 2: ¿product ID neu_ascenda_cath lot# serial# unknown implanted: explanted: product type catheter¿. H3: the returned catheter (model 8780, lot# 0209928117) was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified discoloration on the catheter body which did not affect its performance. Analysis of the model 8637-20 pump with serial number (B)(6) revealed no significant anomaly; the pump reached end of service due to time progression. Analysis of the model 8637-20 pump with serial number (B)(6) revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.